Event description:
In (B)(6) 2008, a sudden asystole of the pt was reported. In response, the battery was exchanged. There was no improvement.

Manufacturer narrative:
The external pacemaker provided for the analysis showed no deviations that are related to the complaint. The pacing and sensing functions were available without problems.